Event description:
The customer reported that the device was not sealing properly even though an end tone, signifying a completed seal cycle, was heard. There was minimal bleeding after the seal and the forcetriad was set at 2 bars. The procedure was a live donor nephrectomy. There was no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.